Manufacturer narrative:
The polaris 5.5 dorsal height adjuster, item # 14-501680, lot # pv115c was returned to (B)(4) for evaluation. Visual inspection of the item confirmed the reported event. The tip of the inserter shows wear from use, and the lobes are rounded at the tips consistent with rotational force at the tips without the pentalobe feature being fully seated in the screw. The device history record (DHR) was reviewed; there were two non-conformances related to the acceptance of this lot, however there is no indication that the non-conformances contributed to the event. A visual and functional examination of the item confirmed the reported event. The most likely cause is applied torque when the adjuster was not fully seated in the screw head. Supplemental report two of four for the same event, reference 2242816-2015-00046-1 through -00049-1.

Manufacturer narrative:
The device evaluation is anticipated, a follow up report will be sent upon completion of the device evaluation. File two of four for the same event.

Event description:
The sales associate reported the surgeon had some issues putting in iliac screws. Several drivers stripped during attempted insertion resulting in a forty-five minute surgical delay. No adverse effects have been reported as a result of this event.